Manufacturer narrative:
The hardware investigation of the returned arm found that the reported event was related to a mechanical issue. As reported, the arm would not hold once the handle had been tightened. The arm did not pass the mechanical force test. The arm should hold with a downward force up to 14 lbs, but did not pass at 6.3 lbs. The arm should also hold with a sideward force of 10 lbs, but did not pass at 4.2 lbs. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement articulating arm shipped to site. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. Tightening the handle screw did not resolve the issue. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.